Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular (rv) lead with two seconds of asystole. Ts discussed programming options. The rv lead was surgically abandoned and replaced due to noise and oversensing with pacing inhibition. No additional adverse patient effects were reported.